Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Further information was requested but was not available at this time.

Manufacturer narrative:
Correction: section e1: reporter first/given name corrected to (B)(6).

Event description:
New information received notes the patient was asymptomatic, the post paced t wave oversensing was discovered in clinic, programming changes were made, the patient was stable.